Manufacturer narrative:
The customer contacted the siemens technical solutions center. The customer stated that a clot detect error had appeared when the sample was placed on the alternate advia chemistry instrument prior to being rerun. Clot detect errors had not appeared on the advia 2400 instrument when the sample was initially run. A siemens customer service engineer (cse) was dispatched to the customer site. The cse proactively replaced the clot check sensor on the advia 2400 instrument and the liquid level sensor at the sample dilution probe. The cause of the discordant results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely low calcium, cholesterol, creatinine, direct low density lipoprotein (dldl), direct high density lipoprotein (dhdl), uric acid (ua), urea nitrogen (un), and triglycerides (trig) results were obtained on one patient sample on an advia 2400 instrument. The discordant results were reported to the physician(s). The sample was repeated on an alternate advia chemistry instrument and all results were higher and matched expectations. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low calcium, cholesterol, creatinine, direct low density lipoprotein (dldl), direct high density lipoprotein (dhdl), uric acid (ua), urea nitrogen (un), and triglycerides (trig) results.